Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced an occlusion related high blood glucose event on (B)(6) 2026. The patient received an alarm 2, and blood glucose was reported as high. The patient stated that the infusion set cannula was bent, and symptoms were noticed more than three hours after insertion. The infusion set had been in use for fewer than 72 hours and was inserted in the abdomen. The patient treated the elevated glucose with a correction bolus via the pump. The blockage was determined to be at the site. The patient replaced the infusion set. No further information available.